Event description:
When the machine was started, the current date displayed was wrong and the previous treatment history was not available. However, a pt has been connected to the machine. After 5 hours of treatment, the machine stopped: the display was light off, the pumps stopped and no alarm was triggered (neither audible alarm nor status light illuminated). Blood was not returned.